Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting alert 03(water reservoir level low) and water reservoir empty alert05) ,alert 37(water temperature high) ,11(patient temperature 1 below low patient alert) and alert 113(reduced water temperature control).

Event description:
It was reported that the biomed had an arctic sun device that was getting alert 03(water reservoir level low) and water reservoir empty alert05), alert 37(water temperature high) ,11(patient temperature 1 below low patient alert) and alert 113(reduced water temperature control). Per follow up information received via phone on 15nov2024, it was reported that spoke with biomed who confirmed through troubleshooting with technical support, a faulty tank harness was identified. This part was replaced onsite and device passed calibration. No patient involved during malfunction. Device had returned to service. Per additional information received of final wo review on 21nov2024, it was reported that the review of the data files showed the alarm 79 (non-recoverable system error). They would perform a calibration on the arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was not isolated. It was noted that the biomed noted that the device received an alert 113(reduced water temperature control) . The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.